Manufacturer narrative:
The customer reported complaint that the display of the autopulse platform (sn (B)(6) shows hieroglyphs was confirmed during visual inspection. The lcd display backlight is functioning, but the screen remains blank with no visible output. The root cause of the reported complaint was a failed lcd. The lcd needs to be replaced to remedy the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
When starting up, the display of the autopulse platform (sn (B)(6) shows hieroglyphs. When the device is turned off and on again, the error often cannot be fixed. The error does not always occur. No patient involvement.